Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Product codes updated.

Event description:
Consumer complaint about meter reading lower results than doctors office. Caller states his expected range is about 170mg/dl - 180mg/dl while using the true result. The last 5 result from the memory are: 121mg/dl, 87mg/dl (pharmacist result), 146mg/dl (fasting)141mg/dl (fasting) and 139mg/dl (fasting). Based on parkes error grid analysis, the bias between the normal highest glucose result (180) and the lowest result in memory (87) is located in zone c. No adverse event reported.

Event description:
Consumer complaint about meter reading lower results than doctors office. Caller states his expected range is about 170mg/dl - while using the trueresult. The last 5 result from the memory are: 121mg/dl, 87mg/dl (pharmacist result), 146 mg/dl (fasting) 141 mg/dl (fasting) and 139 mg/dl (fasting). Based on parkes error grid analysis, the bias between the normal highest glucose result (180) and the lowest result in memory (87) is located in zone c. No adverse event reported.